Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted.

Event description:
The stryker sales representative reported that the surgeon was explanting a stryker nail which had been implanted 22 years previously without issue. The reason for the revision was that the patient was due to have hip surgery for which nail removal was essential. Revision surgery - case abandoned due to an issue with an extraction kit screwdriver.